Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found 1 of the 2 sensors with needle bent inside of the sensor, the remaining sensor was received with the needle separated however, the complaint is against the enlite insertion device.

Event description:
The customer reported that when trying to load the serter, the needle broke. Blood glucose level at the time of the incident was 246 mg/dl. The customer also reported that she tried to insert a sensor earlier and it bled a lot. The customer was advised that the serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.